Manufacturer narrative:
Other, other text: returned device was received with tampered seals, missing all small knobs, the frequency knob was not aligned and does not stop at its limits. Damages include upper corner housing, front panel, battery door, all instruction labels, gas eyeball indicator and the manometer was nearly out of spec. Internal components include a damaged bottom chassis, cracked timing valve cap and a missing nut on the regulator. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the pneupac ventilators parapac plus malfunctioned. It was reported to be not cycling and stuck at 30 not 0. There was no patient involvement.